Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. Antibiotic prophylaxis was used with 2g of cefazolin IV. The trans-septal puncture was performed under transesophageal echocardiogram (tee) control. A watchman access system and 27mm watchman laa closure device and delivery system were used. The closure device was deployed, but required a partial recapture due to positioning. The closure device was deployed again, met the release criteria and was released. After the closure device was released, a pericardial effusion was noticed. The patient also experienced hypotension. It was noted in the angiogram that a perforation occurred. A pericardiocentesis was performed which was difficult since the patient was obese. About 700ml of light red blood was removed while the patient was in the cath lab and protamine was given. The patient was stabilized. The patient was transferred to the intensive care unit where the patient received a blood transfusion. Later that afternoon, catecholamines were administered and regular echocardiography checks were performed. Sonography of the abdomen revealed free intra-abdominal fluid. The next morning, on (B)(6) 2019, the patient was hemodynamically stable and no more catecholamines were administered. Tee was performed which confirmed no change in the position of the closure device from the implant procedure. A computed tomography (CT) scan was performed of the abdomen. The patient underwent abdominal surgery that day due to bleeding of the liver. Pericardial drainage was performed intraoperatively and the effusion no longer increased. On (B)(6) 2019, the patient was transferred from the intensive care unit to the immediate care station because the patient experienced tachycardia, atrial fibrillation and cardiac decompensation. On (B)(6) 2019, the patient was placed into the normal ward since they became circulation stable, oriented and pain free. A total transfusion of 8 ec (red blood cell concentrate) and 6 ffp (fresh frozen plasma) was noted. On (B)(6) 2019 it was reported the patient was doing well.